Manufacturer narrative:
The evaluation of heartmate ii lvas, confirmed an issue that could have contributed to the report of pump stops, which were observed in the submitted system controller log files. A distal end driveline repair was performed on (B)(6) 2018 and the replaced portion of the driveline was returned in a segment measuring approximately 19.5¿. The outer silicone jacket was severed approximately 15¿ from the metal connector, and the bionate was severed approximately 16¿ from the metal connector. Minor metal braided shield breakdown was observed along the length of the driveline segment, consistent with the duration of use. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the driveline segment did not reveal any areas of compromised wire insulation that would have contributed to the reported events. It was reported that the patient underwent a pump exchange due to the short to shield. The pump was returned with the driveline severed approximately 1¿ from the pump housing. The remainder of the driveline was returned in a segment measuring approximately 38.5¿. The previous driveline repair was observed approximately 19¿ through 23¿ from the metal connector. Metal braided shield breakdown was observed approximately 7¿ and 11¿ from the pump housing. Visual inspection of the underlying wires revealed a breach in the insulation of the green wire approximately 7.5¿ from the pump housing, exposing the inner conductors. The observed wire insulation damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed conductors of the green wire made contact with the metal braided shield while the system controller was connected to a tethered power source such as the mobile power unit, the resulting electrical short to ground could have caused the pump stops and low speed events observed in the submitted system controller log file. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. A review of the device history record revealed that the device met specifications prior to leaving abbott manufacturing facilities. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that pump stoppage events occurred while connected to the power module patient cable on multiple dates which was linked to potential issues with the percutaneous lead. The log files were submitted to technical services and confirmed pump stoppages. X-rays were submitted and technical service are in progress of evaluation. On (B)(6) 2018 information was provided that a pump exchange was reported by device tracking form. Reason for exchange was short to shield. No further information was provided.